Event description:
It was reported that via a merlin at home transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were recommended. Physician elected not to take any further action. Patient will continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).